Event description:
Subsequent information indicated that in addition to displaying loss of capture, the lead displayed high, out of range pacing impedances. A lead revision procedure was performed and the lead was cut and capped. The device was electively explanted. There were no additional adverse patient effects. The device was returned for reliability analysis.

Manufacturer narrative:
The lead was electrically deactivated and remains implant. No plans for intervention at this time. No adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The clinical observations were not able to be confirmed.

Event description:
Boston scientific crm received information that this lead exhibited intermittent loss of capture at maximum programmed outputs.